Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. Customer received a sensor scan result of 284 mg/dl and self-treated with insulin via insulin pump. Customer subsequently experienced discomfort and had contact with a school nurse who obtained a reading of 120 mg/dl and provided unspecified treatment. There was no report of death or permanent injury associated with this event.